Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (spouse) regarding an implantable neurostimulator (ins). The reason for call was caller stated the patient's previous ins quit working so it was switched out in february. Caller said "probably almost a year before" the ins was replaced it would start to malfunction. Caller clarified the ins wouldn't hold a charge, then got to the point where the ins wouldn't even take a charge or turn on. No patient symptoms reported.